Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer received with unexpected restart alarm. The blood glucose was unknown at the time of the incident. Customer also reported that, the belt clip was broken. Troubleshooting steps were guided for unexpected restart alarm. Customer states a temp basal was not programmed before the unexpected restart alarm occurred. Customer to monitor the pump and call if issues recur. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.